Event description:
It was reported that during the initial implant procedure, after implantation, radiofrequency ablation (rfa) was performed on the atrioventricular node (avn). Right ventricle (rv) loss of sensing due to the electromagnetic interference (emi) from the rfa, resulting in asynchronous pacing and ventricular fibrillation (vf). The vf was terminated via direct current cardioversion via external defibrillator. The patient was in stable condition and no additional intervention was required. The rv lead and the device remain implanted.